Event description:
It was reported that the customer's insulin pump had a deep scratch on the screen. She was concerned of the potential moisture exposure. The customer's blood glucose level was 105 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).